Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the center bar had retracted into the retainer. The sulu was fully fired with an engaged interlock. There were no missing components and no evidence that the unit locked on tissue. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the center bar retraction condition may occur if the loading units are unloaded improperly. After firing, if the firing knob is not fully retracted, difficulty in removal of the loading unit may be experienced and the center bar may fall back into the firing knob retainer. The IFU includes instructions for after the firing, which includes returning the firing knob all the way back to its pre-fire position. Our investigation was unable to determine a root cause or e stablish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open resection of bail and colon. Four loading units malfunctioned. The blade did not or partially deployed. This resulted in an incomplete or zero resection of the intestine. A component disengaged. The stapler partially fired. To complete the procedure, the product was changed. No known impact or consequence to patient at this time.